Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32265. It was reported the patient experienced discomfort at the anchor site. As a result, surgical intervention occurred on (B)(6) 2020 wherein the anchors were relocated to address the issue.